Event description:
Reporter indicated that a vns patient's generator had been found to be reset to an output current of 0 ma upon interrogation. Review of the patient's programming history confirmed a burst watchdog timeout had occurred, causing the generator to be disabled. The patient's vns was reactivated, and no adverse events were reported as a result of the generator being set to zero.

Manufacturer narrative:
Analysis of programming history.